Manufacturer narrative:
H6: investigation summary one photo of a sealed 32g x 4mm pen needle was returned from lot. No. 1138226, cat. No. 320497. Visual examination of the returned photo was carried out and no issues were observed. As no physical sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo returned and the fact no physical sample was returned no further investigation can be carried out. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 32g x 4mm - pentapoint¿ technology the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the complaint is coming from a type1 diabetes patient who is a physician as well. The main complaint is about the 4mm bd micro-fine plus pen needles' quality. This complaint is her 2nd compliant for the same issue (her first compliant was in 2021). The patient informed that almost half of pns in a box are blocked. The patient shared a picture of pn in the box. But this is not about just this lot number. She stated that as someone who injects 4 times a day, she has had this problem in every box she bought for 3-4 years and even this problem has increased recently. Lot number of the product (B)(4). How often has the defect occurred? For every box adverse event questions filled in the form complaint needle/probe stick - yes before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 32g x 4mm - pentapoint¿ technology the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the complaint is coming from a type1 diabetes patient who is a physician as well. The main complaint is about the 4mm bd micro-fine plus pen needles' quality. This complaint is her 2nd compliant for the same issue (her first compliant was in 2021). The patient informed that almost half of pns in a box are blocked. The patient shared a picture of pn in the box. But this is not about just this lot number. She stated that as someone who injects 4 times a day, she has had this problem in every box she bought for 3-4 years and even this problem has increased recently. Lot number of the product 1138226. How often has the defect occurred? For every box adverse event questions filled in the form complaint needle/probe stick - yes before use.